Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys hcg + beta test system results for 1 patient sample on a cobas 6000 e 601 module. The initial hcg + beta result was 9.17 mui/ml. The repeat hcg + beta result was 0.100 mui/ml with a data flag. The repeat result was assumed to be correct and was reported outside of the laboratory. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The hcg + beta reagent lot number was 284292. The expiration date was asked for but not provided. The initial investigation determined there was no reagent issue based on the acceptable calibration and qc. The sample clotting time and centrifugation time were insufficient according to the tube manufacturer's recommendations.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.